Event description:
The customer stated that an initial hemoglobin (hgb) was run on a cell-dyn 4000 analyzer and a result of 7.5 g/dl was generated. Since the result was low the account was required to repeat the sample. The sample was repeated on a second analyzer and a result of 12.7 g/dl was generated. The sample was then repeated on the first analyzer with a result of 7.4 g/dl. The sample was run again on the second analyzer and the hgb was 7.4 g/dl. The customer then spun the sample and checked the rbc/plasma ratio which matched a hgb of 7 and not 12. The result of 12.7 g/dl was not reported. There was no impact to pt mgmt.

Manufacturer narrative:
A field service rep (fsr) was dispatched and checked the hgb flow cell measurements. The fsr replaced tygon tubing and ran precision and controls which passed. The fsr revisited the account as they experienced an additional elevated hgb result which repeated in the normal range. The fsr replaced a piston pump, a chopper board driver module and multiple pinch valves. A step-loss test and vp-73 (verification procedure 73) was performed and passed. The issue was resolved. In addition, the complaint analysis and trending system (cats) and trending analysis support system (tass) reports were reviewed and no adverse trends were identified. Labelling was reviewed and the issue is addressed in: cell-dyn 4000 operator's manual, 01h25-01, rev m. Section2: installation procedures and special requirements; system customization; dispersional data. Alerts: 2-20. Section3: principles of operation: system initiated. Messages and data flags: p. 3-50. This is a final report.